Manufacturer narrative:
Discordant negative antibody screening results for one patient (2 samples drawn) having a history of an anti-d(rh1) antibody. Most probable root-cause is associated with a use error, the customer not following ortho¿s reagent instructions for use. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. (B)(4).

Event description:
Event occurred in (B)(6). Sample 2 of 2 for the same patient. A customer reported what was described as discordant antibody screening results for one patient in the indirect antiglobulin test (iat) in tube method. Date of events: (B)(6) 2018. Complainant/complaint reporter: (B)(6)- biologist, reported on (B)(6) 2018 by (B)(6) to ortho care helpdesk. Reagents: bioclone anti-human globulin anti-igg, -c3d polyspecific lot rmg466bx expiry date 04 january 2019. Software version: n/ap. Patient¿s information: female; pregnant (2nd pregnancy); has received prophylactic anti-d on (B)(6) 2018. The customer reported that on (B)(6) 2018, they had tested a first sample from this patient for antibody screening in the indirect antiglobulin test (iat) in tube method using bioclone anti-human globulin anti-igg, -c3d polyspecific lot rmg466bx and red blood cells from a patient known to be d(rh1) antigen positive and that they had obtained a negative reaction. The customer reported that on (B)(6) 2018, they had tested a second (new) sample from this patient for antibody screening in the indirect antiglobulin test (iat) using the same method and reagents and that they had obtained a negative reaction. The customer reported that they had referred this patient to a transfusion center ((B)(6)) and that an anti-d(rh1) antibody with a titer of 1:32 was identified using the ortho biovue system in conjunction with an ortho vision biovue analyzer. No further detail was provided. The customer reported that they had re-tested this patient for antibody screening in the indirect antiglobulin test (iat) using red blood cells from a different d(rh1) antigen positive patient and that they had obtained a negative reaction. No further detail was provided. The customer reported that no biased result had been reported to a physician and that the patient concerned had not been harmed as a result of the reported events.